Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool reveals pump error 23 was found on 10/20/2025 05:46:23.000 through 10/20/2025 07:58:05.000, with several alarms noted. Line=691 file=39. Per software engineering log investigation, pump error 23 was triggered due to external ram corruption (bad ram crc); suspecting electronic assembly. During testing, persistent pump error 23 was displayed despite several unit restarts. Unable to perform displacement test and self-test due to persistent pump error 23. Customer's keypad anomaly unknown due to persistent pump error 23 preventing testing of keypad. However, after peeling off keypad overlay, cracked u1 keypad leads 4, 5, and 6 were noted. Proceed by cutting unit open and performing a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. Isolate pump error 23 anomaly to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for unresponsive keypad were unknown due to persistent pump error 23 preventing keypad testing. However, cracked u1 keypad leads 4, 5, and 6 were noted after peeling off keypad and performing microscopic investigation. Additionally, customer¿s allegations of pump error 23 were confirmed when persistent pump error 23 was observed during testing and was recorded in adapt, caused by external ram corruption. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23(post-reset ram crc alarm) and a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was exposed to a change in altitude. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.